Manufacturer narrative:
Date rec'd by MFR: 23aug2019. Date of report: 20aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse performed troubleshooting and determined that the safety valve was not operating correctly. The safety valve kit was replaced and retested. The unit then failed the airflow test. The fse replaced the air flow sensor and retested. The unit failed the air flow test and the exhalation flow sensor was out of tolerance. The unit is still failing the (extended self- test) est test. The customer decided to remove the unit from service at this time due to additional repairs needed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 15oct2019. Date of report: 16oct2019. The exhalation flow sensor was returned to failure investigation (fi) for evaluation. Visual inspection of the exhalation flow sensor revealed signs of contamination on the heated film element. The exhalation flow sensor will be installed into the fi test ventilator in an attempt to verify and test its functional integrity. The ventilator did not pass the exhalation flow accuracy test. The customer decided to remove the unit from service at this time due to additional repairs needed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported failed (extended self-test) est safety valve test. There was no patient involvement.